Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be belt aging. Investigation discovered that the hospital staff had been hearing noises for about 4-8 weeks but did not take any action. Only when the noises became louder did the customer report them, and shortly afterwards the belt broke. The siemens service engineer replaced the broken belt, and the system was returned to clinical use. Broken belt investigation: the broken belt was returned for further investigation. It had been in use for over 17 years without replacement. After checking the belt, experts found the fracture surface is in the form of a brush, and delamination was found. The fracture tensile rope is in a brush-like shape and has layers. It is speculated that this is likely a case of cumulative aging fracture. Because the wedge teeth are intact and there are no obvious signs of the common microscopic cracks resulting from severe usage, another possibility could be: 1). Foreign object intrusion into the transmission based on the service engineers on-site feedback, no mention was made on foreign objects. Low possibility. 2). Overload/overspeed. The rot control mechanism of the system is generally within 5%. No possibility. 3). Inappropriate installation status. The belt was forcibly inserted into the pulley, creating a potential for rupture or the tension force was not used as required during installation. The system was regularly maintained by siemens. Low possibility. Maintenance: there is one gantry belt related inspection in full maintenance (every 12 months) --print no. Ct02-025.831.02.32.02: ¿3.23 gantry: checking the rotation drive belt and belt tension¿. The service engineer performed the belt inspection in the last maintenance activity and feedback was provided that the belt was still in good condition at that time. The hospital staff informed the siemens service engineer that they had been hearing noises for about 4-8 weeks but did not take any action. According to emotion instructions for use (print no. Hc-c2-025.621.08.01.02), customer should shut down the system and notify the siemens customer service if system malfunctions are detected. Based on the investigation, there is no design or systematic defect recognized. This problem was caused by belt aging.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom emotion 6 CT scanner. It was reported that the gantry rotation belt fell on the customer causing them to startle. No injury occurred and no medical treatment was needed. A belt and sensor replacement were completed, and the system is operating accordingly. Siemens has requested additional information to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. Additional information about the affected hardware for technical investigation has been requested. As this event is under investigation, the root cause has not yet been determined. A supplement report will be filed once new findings are available or the case has been fully analyzed.